Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon tore when receiving the obturator. The user was able to complete the procedure without opening a new device. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned august 15, 2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.